Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. There was no adverse impact to the customer¿s blood glucose level. The customer re-loaded the cartridge to try and resolve the issue; however, the issue persisted. The customer declined troubleshooting further with tandem technical support and ultimately reverted to an alternate method of insulin therapy.